Manufacturer narrative:
(B)(4). Date of initial report: 06/21/2016. The incident device was not returned to covidien for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that following a CT/CT flouro/ultrasound guided percutaneous liver ablation the patient died. The ablation started at 1 1/2 min, 45w then changed to 100w for 10 min. At 5 minutes, the antenna was adjusted less than 1 centimeter while still inserted in the patient. The doctor performed tract ablation and the anesthesiologist indicated a problem. The patient flat-lined. Efforts were made to revive the patient who was transferred to ICU where efforts continued but the patient died. The doctor reported he does not believe the patient death was related to the device but rather to the patient's underlying condition. There was no autopsy and they believe the death was due to a pulmonary embolism.